Event description:
Customer's mother called in to report a hospitalization for the customer due to low blood glucose. Blood glucose reading at the time of hospitalization was 40 mg/dl. Customer was vomiting and stomach sickness. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.